Event description:
It was reported that a trained user discontinued use of the ilet system after approximately one month due to recurring low blood glucose and a belief that the device was making daily dosing errors, and the user initiated a product return. Symptoms included hypoglycemia. Outcomes included no reports of hospitalization, emergency treatment, or injuries. Investigation included internal review of the complaint and coordination with field support, return logistics, and credit processing. Investigation of this case revealed that the cause of the hypoglycemia was unclear and that no device malfunction, alert, or alarm was reported or confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.